Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 03/2026).

Event description:
It was reported that during a port placement procedure, the air leakage from the plastic syringe was allegedly found. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle, one j-tip guidewire loaded to a guidewire and two unknown device were returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed the reported air aspiration and fracture issues as small crack was observed on the introducer needle hub. During functional testing, upon infusion, the needle and was patent to both infusion and aspiration. No leaks were observed. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the air was allegedly leaked from the plastic syringe. The procedure was completed using another device. There was no reported patient injury.